Event description:
While providing positive pressure ventilation to an infant, inadequate pressure was noted on the manometer with inadequate rise & fall of chest even after multiple attempts in repositioning the infant. The pop off valve was occluded & highest pressure on manometer was 8 - 10 cm water (h2o). The infant was subsequently intubated. Staff had attached ambu bag to reusable manaometer by cutting ends of tubing. This is not what is provided in the manufacturer's directions for use on pg. 10. This is the first time a problem has been noted when the product has been used as decribed above.======================health professional's impression======================physician was unable to use the device to provide adequate ventilation.======================manufacturer response for resuscitator, ambu spur ii======================assisted facility in getting a replacement product, vendor is assisting with new product education.